Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The main board was received for evaluation. The component was visually inspected and no anomalies were found. Performance tests were performed by installing it into an ht50 test ventilator. When the unit was powered up the led's would briefly turn on and the pin on the meter would go high temporarily. Then everything would go off. About one second later, it would go on and off again. The unit would remain in this cycle as long as power was connected to the device. These symptoms indicated a malfunction with one of the power supply voltages. It was found that the +5v power supply was measuring low to ground. The issue indicated that pin 8 of u39 was faulty. Once it was replaced, the main board was reinstalled into the ht50 test ventilator and ventilation was restored. The ventilator was operating within the manufacturing specifications.

Event description:
Covidien received information stating that an ht50 ventilator experienced an alarm which rendered it inoperative. The nursing staff was not able to stop the alarm by depressing the stop alarm key. The ventilator was unplugged to reset the alarm. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.